Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the bubble sensor detector. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Defective bubble sensor was anyway replaced as per customer's request. Subsequent functional verification testing was completed without issues and the unit was release to service. The affected bubble sensor detector is not available for investigation, since the customer retained it. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector was not functioning during procedure. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: no additional information on the failure was retrieved. Machine service history review revealed that the bubble sensor was manufactured in 2022 and was never complained before. In case the issue is related to a bubble sensor under-sensing malfunction, it can be caused by: - a defective bubble sensor cable; - a defective bubble sensor module; - a bubble sensor not properly connected to its module (user error). While, for bubble sensor over-sensing it can be caused by deflated bubble sensor cushions related to diffusion of cushions oil over time due to a design problem, which is a known failure already investigated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.